Manufacturer narrative:
Bec hotline sent the customer reagent lot m108296. Qc came back into the expected range with the new lot of reagent and the issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated gamma-glutamyl transferase results generated by synchron cx5 delta clinical system. The customer noted that qc shifted high when reagent lot was switched to lot m104216. The customer re-tested patient samples from the previous 3 days and two (2) patient results were out of published precision claim. The erroneous results were not reported out of the laboratory. The customer did not amend any results. There was no change to patient treatment or diagnosis. Note: the event occurred on (B)(6) 2011 and (B)(6) 2011. This report documents the event on (B)(6) 2011. The event on (B)(6) 2011 is documented in report #2050012-2011-08007.